Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level greater than 500 mg/dl; cause was unknown. Reportedly, customer was using admelog insulin. Tandem technical support educated the customer on approved insulin per tandem labeling. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.